Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
No new information

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturing representative (rep) regarding a patient implanted with a neuro stimulator for pain. It was reported that the patient desired for a new lead. Environmental, external, patient factors that may have led to the issue are unknown; age of system. Two leads and extension explanted and one direct connect octad lead was implanted. No patient injury, symptom or complications were reported from this event. Additional information was received from the rep. It was reported that the patient was seen in the office for a postop visit. The patient presented getting stimulation in left stomach region. Reprogramming was attempted but unable to get stimulation out of the stomach area. Physician obtained an x-ray and believes the lead has migrated lateral. The patient will be set up for a lead revision. The date of this surgery has not yet been determined. No further patient symptoms or complications were reported from this event.